Manufacturer narrative:
(B)(4). Date sent: 12/12/2019. D10: corrected data: d10 - no device has been received associated to this file.

Manufacturer narrative:
(B)(4). The DHR for lot 9005 was reviewed. No ncs, reworks, or defects related to the pc were found. Additional information was requested, and the following was obtained: notable for this case is that the surgeon opted to use the original anterior (dissected away) and posterior tunnel to place the replacement linx device vs. Dissecting out the crura and esophagus. There was no hiatal repair needed so the surgeon felt this would be a less invasive approach. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No, healthy. How severe was the dysphagia/odynophagia before intervention? Severe. Did the dysphagia improve after the device was implanted initially? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a linx device lxmc13 was removed due to dysphagia and replaced with another linx device.